Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the 8mm force bipolar instrument was not properly attached. The unit was loose. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.60mmmm x 2.00mm was found to be broken off. There are no broken pieces. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.